Event description:
Please refer to related (B)(4) for additional information included in this submission. On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately erratically high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions. The patient was unable to provide a date and time when the alleged product issue first began. She reported that on an unspecified date at 6:00am she obtained a result of 556mg/dl on the subject meter followed at 9:12 am with a result of 579mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unwilling to say what medications she takes to manage her diabetes and denied making any change to her usual diabetes management routine in response to the alleged product issue. She reported that she was rushed to ER but did not specify any symptoms. Whist in ER she reported that she was treated by an hcp with IV glucose and had her blood glucose taken on the ER meter and obtained a result of 174mg/dl. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips used were stored correctly an had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high result on the subject meter.